Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of article "percutaneous aortic corevalve prosthesis in a degenerated bioprosthesis", authors antonio j. Muñoz-garcía et al. The following event was identified as pertaining to an edwards device: this (B)(6) male patient with carpentier-edwards valve implanted in the aortic position underwent a valve in valve procedure after an implant duration no longer than 5 years due to prosthesis dysfunction leading to stenosis (maximum gradient 110mm hg, mean gradient 7mm hg). The initial replacement was performed to treat aortic stenosis with symptoms of heart failure. A 29mm non edwards valve (corevalve) was implanted within the disabled edwards valve using the transfemoral access. The valve showed perfect function with minimal regurgitation. The patient was discharged at pod 6. At 8 months follow-up visit the patient was asymptomatic.